Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d2a, d2b, d4, g4, h6.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "ptosis". Later healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device was explanted. Device will not be returned.

Manufacturer narrative:
Clarification to d6a: partial date of 2015 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "ptosis". Later healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device was explanted. Device will not be returned.